Event description:
Dr reported that a wound dressing was in place in area of a third molar. Pt developed soreness and what seemed to be a slight infection. Dr indicated that infection was possibly caused from communication with the sinus. Antibiotics were given and a drain placed. Device placed in site of tooth extraction.